Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that light was drifting of an ophthalmic laser console. Procedure details and patient impact were not reported. Additional information received clarifying the light used for lasering in an ophthalmic console was not focusing correctly. There was no impact to the patient.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further report will be submitted under manufacturing reference number :2028159-2022-00478. The manufacturer internal reference number is: (B)(4).